Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with low blood glucose levels. The customer's low blood glucose was 46 mg/dl. The caller also reported that the insulin pump alarmed calibration errors and change sensor alarms. The caller noted that the blood glucose was 96 mg/dl when the sensor issues began. The caller stated that the customer had gone through 4 sensors within the last 3 days. The customer was not present at the time of the call for troubleshooting. The customer's mother stated that she would call back later and requested 4 replacement sensors.